Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) due to multiple 278403 errors. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint; however, the event was not replicated. The unit was tested on an in-house system, and it passed normal mode. The unit was placed on the patient side cart (psc) fixture test platform, and it passed all tests related to the reported problem. The remote fe logs confirmed that the unit triggered a 23087 pointing to degrees of freedom (dof) 6 on the carriage. Visual inspection revealed minor contamination on the dof 6 rotor mirror and scratches of the wall of dof 6 on the instrument sterile adapter (isa). No significant contamination was found on the isa sensor. The scratches on the isa were likely caused by the dof 6 rotor rubbing against the walls. The unit passed the direction test, carriage lissajous, sine cycle, carriage friction test, friction test, brake test, carriage strength test, carriage switches, carriage/acm fan and fiber tests.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer encountered faults on universal surgical manipulator (usm) 3, and the system would not recover. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs, which confirmed the site disabled the usm. The customer completed the case without the use of usm 3. The procedure was completed with no reported injury.